Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) 4 contaminated plates were observed from 3 sleeves they had opened. The following information was provided by the initial reporter: contaminated plates - lot #3004710. Lab personnel counted 4 plates that demonstrated growth from the 3 sleeves they opened. I am instructing them to inspect the entire case for additional plates with growth.

Manufacturer narrative:
H.6. Investigation summary: this memo is to summarize findings regarding the complaint related to catalog number 221261, plate trypticase soy agar 5% sb 100 ea, batch number 3004710 and bd complaint number (B)(4) for contamination. During manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 3004710 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 3004710. Retention samples from batch 3004710 were not available for inspection. Three photos were received for investigation. One photo shows the bottom of one plate (plate print not readable) and the agar surface of another plate with a colony of growth. Another photo shows the bottom of two plates from batch 3004710 (time stamp 1701). The last photo shows the agar surface of a plate with growth. No return samples were received for investigation. This complaint can be confirmed. Bd has identified a contamination trend for this product and the investigation found opportunities for bioburden reduction in the manufacturing process. A CAPA (corrective and preventative actions) has been initiated and involves implementing additional cleaning events and evaluation of manufacturing procedures focused on in-process bioburden reduction. Additional trainings are planned with an ongoing training review for cleaning processes. Improvement in observation of contamination is expected as the CAPA progresses. Bd will continue to trend complaints for contamination.

Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) 4 contaminated plates were observed from 3 sleeves they had opened. The following information was provided by the initial reporter: contaminated plates - lot #3004710. Lab personnel counted 4 plates that demonstrated growth from the 3 sleeves they opened. I am instructing them to inspect the entire case for additional plates with growth.